Manufacturer narrative:
The samples were collected in plastic greiner lithium heparin tubes with gel, and were centrifuged in a fixed angle centrifuge. The samples were frozen and re-spun prior to the repeat analysis. Both accutni and ckmb qc were within the specifications on the day of the event. Service was not dispatched for this event. Bci received the sample from the customer and performed an interference test. Heterophile interference was identified as the root cause for this event. This reportable event was identified during a retrospective review of complaints within the date range (B)(4) 2010 - (B)(4) 2010 for additional reportable events/occurrences.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) and ckmb results generated by access 2 immunoassay system for one patient. The accutni result was above the ami cut-off. The patient was transferred to a nearby hospital and subsequent testing by an alternate method produced negative troponin results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.